Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the field clinical specialist, approximately 1 year and 5 months post transfemoral tavr procedure with a 26mm sapien 3 valve in the aortic position, the patient was readmitted with acute heart failure and possible valve dysfunction. Echo showed a mean gradient of 60 mmhg, and a v max 4.6 m/sec. Mild thickening of leaflets with severe stenosis and mild regurgitation. The hospital may be doing a thv in thv procedure if it is safe to proceed for the patient.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Added additional codes to h6: component code, type of investigation, investigation findings, and investigation conclusions. The device was not returned. Imagery was provided; however, it was not relevant to the complaint event. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaints were confirmed based on the medical record. A review of the complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 1 year and 5 months post transfemoral tavr procedure with a 26mm sapien 3 valve in the aortic position, the patient was readmitted with acute heart failure and possible valve dysfunction. Echo showed a mean gradient of 60 mmhg, and a v max 4.6 m/sec. Mild thickening of leaflets with severe stenosis and mild regurgitation". Thickened leaflets may be caused by several patient-related factors including early structural valve deterioration (svd) (e.g., calcification), non-structural dysfunction (e.g., pannus), thrombosis (formation of blood clots on the valve) or endocarditis (bacterial inflammation). Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could resemble leaf thickening and have a significant impact on the functionality of the valve. Additionally, patient had history of dyslipidemia which is the well-known factors that increase the risk of valve calcification leading to leaflet thickening. As such available information suggests patient factors (dyslipidemia) may have contributed to the complaint event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of svd. This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, patient had history of dyslipidemia which result in valve calcification and leaflet thickening. Leaflet thickening could restrict the leaflet motion and contribute to suboptimal leaflets coaptation resulting in stenosis as reported. As such, available information suggests that patient factors (leaflet thickening) may have contributed to the reported complaint event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Due to leaflet thickening can in turn interfere with normal coaptation functionality of the device by restricting the leaflet motion, and thus, resulting in central regurgitation. As such, available information suggests that patient factors (leaflet thickening) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No device or labeling problem was identified during the evaluation. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required at this time.